Event description:
It was reported that the while inserting the helical flange plug, the threads stripped. Plug was removed and replaced.patient outcome: no adverse effect reported as a result of this event.